Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling when she would try to deliver a bolus. Her blood glucose level was not known. The customer stated the insulin pump was exposed to more humidity than normal. She was advised to discontinue use of the pump and revert to a back up plan. Nothing further was reported.